Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Disassembly and further evaluation determined that a failed vacuum sleeve was the cause of shaft frosting.

Event description:
Four (4) probes failed prior to insertion. During pretest of the product, the probes frosted up the entire shaft. Complaint 2 of 4.